Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2021 due to high blood glucose. The customer's current blood glucose was 405 mg/dl. The customer did experience fatigue symptoms such as a result of high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at the time of incident. Treated with manual injection and insulin pen. Customer alleged insulin pump was under delivering as there was swishing sound on the insulin pump. The insulin pump will not be will be returned for analysis.